Event description:
On (B)(6) 2013, it was reported that the buttons on the patient's infusion device were no longer functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The up and down buttons do not respond. The snapdome of the buttons is without tension. Since there are no mechanical influences visible on the pump housing or button surface, the complaint is verified.